Event description:
It was reported that this rv lead was capped due to an increase in ventricular impedance and worsening of the pacing threshold approx. 97 months after the implantation. A new lead was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st june 2022 and 15th february 2023 recorded the gradual increase of the pacing impedance from approximately 500 ohms to 1000 ohms. The pacing threshold was found varying between 0.7 v and 1.1 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.